Event description:
It was reported that the speaker assembly not working and front bezel damaged. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A goods movement indicates parts were shipped to the customer to repair and resolve their issue. We will consider that the customer resolved the issue using the replacement parts ordered from philips. No further investigation or action is warranted at this time.